Event description:
Customer reported experiencing pain while wearing the adc device. Customer further reported having a seizure and was unable to self treat due to symptoms. Customer received medical treatment of "jelly glucose" from health care provider for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing pain while wearing the adc device. Customer further reported having a seizure and was unable to self treat due to symptoms. Customer received medical treatment of "jelly glucose" from health care provider for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing pain while wearing the adc device. Customer further reported having a seizure and was unable to self treat due to symptoms. Customer received medical treatment of "jelly glucose" from health care provider for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor, no issue were observed. The sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. No malfunction or product deficiency was identified. Unable to perform further investigation due to partial product returned. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.